Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked. This occurred on (B)(4) separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: soft needle and hub interface oozing.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No qns were initiated on the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Received one used iag bc 22 ga catheter/adapter assembly from catalog number 381023, lot number 8298609 which was attached to an extension set and syringe. Visual/microscopic evaluation: no signs of bends, cuts, holes, kinks, splits, wrinkles or the characteristic v shape of a spear thru. No damage to the inner rim/outside threads of the adapter (luer). Water/air leak test: a lab. The water/air leak test was performed. No leakage was observed in any area of the used catheter/adapter. The returned catheter/adapter assembly did not display any adverse characteristics that would contribute to the defect the customer experience.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter leaked. This occurred on 20 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: soft needle and hub interface oozing.